Event description:
On (B)(6) 2014, it was reported that the patient was in the hospital with diabetic ketoacidosis. The patient received treatment with insulin via perfusor. The patient's infusion device had often displayed e4 (occlusion error). The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.